Event description:
The patient's legal guardian (lg) reported an ambulance had to pick up the patient from kindergarten because she was hypoglycemic. The patient's blood glucose (bg) levels decreased to 53 mg/dl (2.9 mmol/l) while wearing the pod on the abdomen for between 49 and 71 hours. The patient was feeling tired and only wanted to sleep. The patient ate fruits and bread to bring up the bg level with no effect. While in the ambulance the bg levels increased to 70 mg/dl. The patient was transported to (B)(6) hospital where the patient's mother removed and applied a new pod under the advice of the assistant doctor (B)(6). Bg levels were noted to be 110 mg/dl at this time. The patient was referred to a pediatric clinic (B)(6) because there was no diabetology at ukgm. At the clinic, the pod was changed again because the patient's bg levels were at 76 mg/dl (4.2 mmol/l). The patient ate fruits and bread, bringing up the bg levels to 400 mg/dl. They attempted to correct with bolus deliveries but the bg levels did not lower. A new pod was applied to normalize the bg levels. The patient is still currently hospitalized at the time of reporting. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.